Event description:
It was reported that there was a separation of the minicap transfer set; described as ¿transfer set had pulled apart¿. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was capped "for them to put a new one on". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.